Manufacturer narrative:
Continued: section g: 510k: k200972. Over the weekend of 11/25/23, FDA installed a new security certificate for emdr submissions. Cook did not receive the new security certificate from FDA, resulting in a break in communication in sending and receiving emdr data. We requested the certificates to be re-sent to cook. As of 11/30/2023, the certificates were not sent to cook. Per FDA-2008-n-0393, questions and answers about emdr - electronic medical device reporting - guidance for industry, user facilities and FDA staff, section d: ¿¿ if a manufacturer or importer is unable to submit a report on time due to an outage affecting the esg or the cdrh emdr processing system, it may document its attempts at timely filing in block h10 for the affected reports and submit reports electronically as soon as the esg or cdrh emdr processing system is operational.¿ an email has been sent to FDA as the guidance instructs informing FDA of the information set forth in the guidance regarding these delayed submissions. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (no catheters were returned). The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. Powder was not present on the exterior of the device. Powder was observed within the nozzle. The co2 cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation. When tested with a new co2 cartridge and activation knob, the device did not spray. Co2 can be heard escaping through the nozzle when the button is pressed, but no powder was released. The handle was disassembled, and the tubes were disconnected for removal of any powder. A reddish-brown substance was noted around the nozzle within the housing. Powder was present in the front tube connecting the on/off valve to the powder chamber and had formed a hard clump within the on/off valve. Water was used to loosen the clog and facilitate removal of the powder. The powder from the on/off valve/ front tube was evaluated with a phenolphthalein testing kit and determined that it did contain blood. A small amount of loose powder without clumps was present in the back tube connecting the powder chamber to the low-pressure valve. A visual inspection of the hole in the bottom of the powder chamber showed it to be clear and the small cannula within the powder chamber was clear. Some loose powder was found packed inside the center cannula but was easily dislodged when tapped on the tabletop. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown, however, the powder within the on/off valve / front tube was positive for the presence of blood. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. This limits our ability to conclusively determine a cause. The additional information does not indicate if the user placed their thumb over the red catheter hub during catheter advancement. The IFU states "to limit fluid entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel." Failure to occlude the catheter can lead to clogging of the catheter and internal components. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure to treat a bleeding ulcer in the stomach, the physician used a cook hemospray endoscopic hemostat. It was reported that "when customer connected the device, it would not spray" [difficult or unable to spray - subject of report]. The procedure was completed successfully with another of the same device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972 over the weekend of 11/25/23, FDA installed a new security certificate for emdr submissions. Cook did not receive the new security certificate from FDA, resulting in a break in communication in sending and receiving emdr data. We requested the certificates to be re-sent to cook. As of 11/30/2023, the certificates were not sent to cook. Per FDA-2008-n-0393, questions and answers about emdr - electronic medical device reporting - guidance for industry, user facilities and FDA staff, section d: ¿¿ if a manufacturer or importer is unable to submit a report on time due to an outage affecting the esg or the cdrh emdr processing system, it may document its attempts at timely filing in block h10 for the affected reports and submit reports electronically as soon as the esg or cdrh emdr processing system is operational.¿ an email has been sent to FDA as the guidance instructs informing FDA of the information set forth in the guidance regarding these delayed submissions.¿ investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (no catheters were returned). The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. Powder was not present on the exterior of the device. Powder was observed within the nozzle. The co2 cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation. When tested with a new co2 cartridge and activation knob, the device did not spray. Co2 can be heard escaping through the nozzle when the button is pressed, but no powder was released. The handle was disassembled, and the tubes were disconnected for removal of any powder. A reddish-brown substance was noted around the nozzle within the housing. Powder was present in the front tube connecting the on/off valve to the powder chamber and had formed a hard clump within the on/off valve. Water was used to loosen the clog and facilitate removal of the powder. The powder from the on/off valve/ front tube was evaluated with a phenolphthalein testing kit and determined that it did contain blood. A small amount of loose powder without clumps was present in the back tube connecting the powder chamber to the low-pressure valve. A visual inspection of the hole in the bottom of the powder chamber showed it to be clear and the small cannula within the powder chamber was clear. Some loose powder was found packed inside the center cannula but was easily dislodged when tapped on the tabletop. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown, however, the powder within the on/off valve / front tube was positive for the presence of blood. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. This limits our ability to conclusively determine a cause. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.